Event description:
The customer reported the hd endoeye laparo-thoraco videoscope was leaking. There was no report of patient harm associated with this event. During device evaluation at olympus, it was found the adhesive around the objective lens was peeled. The report is being submitted due to peeled adhesive found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to a pinhole on the bending section cover. Also, evaluation found the following: the adhesive on bending section cover rubber has a chip, indication on up/down angulation lever plate is peeled, right/left plate has discoloration, indication on the grip is peeled, and light guide cover glass has a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the defect was likely caused by stress of repeated use, external factors, or handling, a definitive root cause of the peeled adhesive could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.